Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. Product performance report states that this lead had oversensing issue. The physician was dr. (B)(6) at (B)(6) and hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).